Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that images showed broken ilet connector components inside the ilet device, and subsequent follow-up confirmed the user did not possess separate ilet connectors or related lot information. Symptoms included no reported injury or clinical effects. Outcomes included no interruption requiring medical care, no hospitalization, and no alarms. Investigation included product-use review and troubleshooting with education. Investigation of this case revealed a device connector/component damage concern without confirmable part identification or return, and no reproducible malfunction could be verified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device components for evaluation.